Event description:
Boston scientific received information that this cardiac resynchonization therapy defibrillator (crt-d) was explanted due to an infection. At this time no lead information is available.

Manufacturer narrative:
Should additional information become available this event will be updated.